Event description:
Pt was brought to special procedures for an angiogram. A 5 french end side hole catheter was placed into the proximal abdominal aorta and was proceeded to the left femoral popliteal bypass graft. The graft was occluded and could not be entered. During the removal of the catheter, it broke off and approx 2.5 cm remains within the right groin at the puncture site. Per the physician, no noted harm was caused to the pt. The medical record indicates that the physician elected not to take the pt to surgery for removal of the fragment at this time.